Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Corrective actions included replacing the malfunctioning pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address for the replacement pump, required a signature upon delivery, and provided instructions for returning the faulty pump within 10 days to avoid billing. The customer was also guided on programming settings and connecting their cgm to the replacement pump.